Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. The customer stated that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/28/2017 with the following findings: a review of the black box showed reboots on the date of the alleged no power to the pump. No damage was found to the battery cap. The battery cap attached securely to the pump. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power issues occurred. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.